Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (short posterior leaflet) and procedural conditions (poor visualization of the posterior leaflet). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed since as the deployed clip detached from one leaflet but remained attached to the other leaflet. It was reported that this was a mitraclip procedure treating mixed functional and degenerative mitral regurgitation (mr) grade 4+. The posterior leaflet was short. Reportedly, it was challenging to visualize the posterior leaflet during the procedure due to poor echocardiographic imaging. The leaflets were grasped and leaflet assessment was performed and was reportedly satisfactory. Post deployment, the mitraclip detached from the posterior leaflet and remained attached to the anterior leaflet (a single leaflet device attachment-slda). As treatment for the slda and to treat residual mr, two additional mitraclips were implanted without reported issue, on either side of the slda clip, reducing mr to grade 1-2. There was no additional information regarding this device issue.